Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Event description:
The customer reported two false positive results with the ID now covid-19 2.0 assay performed on (B)(6)2024 and (B)(6)2024 with unknown sample types. This manufacturer¿s report addresses test two (2) of two (2). The customer performed the first test with an ID now covid-19 2.0 assay on 16jan2024 and generated a positive. The second test, with an ID now covid-19 2.0 assay, was performed on the same patient on 29jan2024 and generated a positive result. Pcr confirmation testing was performed on the same patient on 26jan2024 and generated a negative result. The customer confirmed there was no patient harm due to the test results.